Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported implant pain at the closed loop stimulator (cls) implant site. A revision was completed and therapy was restored.